Event description:
Customer reported six (6) a5 anesthesia systems and six (6) dpm 7 monitors shut down simultaneously. Subsequently, customer advised that the shut down resulted from an error where they inadvertently attached a cable to two network connection forming a loop between the communication ports. The systems shut down in response to overwhelming broadcast traffic. There were no operating issues reported prior to the shut down and full operating was resorted once the cabling error was corrected. No patient injury was reported.

Manufacturer narrative:
Using a description of the event provided by the customer, (B)(4) was able to reproduce a network loop and found that while the a5 display shut down, automatic ventilation remained fully functional. The dpm 7 monitors shut down completely under the reported conditions. At a later date, the customer provided information about their lan switch settings in use at the time of the reported event and, under these specific conditions, (B)(4) was unable to reproduce the event.